Event description:
Consumer complaint of high blood results via daughter, teresa. Expected fasting blood glucose test result range is 90 to 115mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 04/13/2018 and open vial date is week of (B)(6), 2015. Recall test results performed fasting from meter memory: 142mg/dl, (B)(6) 2015, 10:17am ,150mg/dl, (B)(6) 2015, 12:00am; 196mg/dl, (B)(6) 2015, 10:18pm; 166mg/dl, (B)(6) 2015, 04:53pm; 137mg/dl, (B)(6) 2015, 07:30am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.